Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed.

Event description:
It was reported that the cut off pressure was too high. There was no reported patient involvement.